Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on remote frequency board. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump had an error alarm and was resetting itself. Customer reported that the error alarm was an unexpected restart alarm. Blood glucose level at the time of the incident was 156 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.